Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was cut, damaging wires in the cable. The root cause for cut cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable or exposed wires.